Event description:
Home patient (hp) contacted baxter's technical svc ctr for assistance during automated peritoneal dialysis therapy. Hp reported they accidentally touched the end of the transfer set while connecting to the homechoice set, hp stated they were connected at the time. The tech advised hp to discard current set-up and to restart with new supplies. Additionally, hp was advised to cover the transfer set with a minicap while disconnected. Follow-up with hp's nurse indicated that the hp resumed therapy with a new set-up and therapy was completed without incident. No pt injury or medical intervention reported per nurse.